Event description:
The customer reported a communication error code e226 during inspection for an unspecified procedure involving an olympus video system center. The customer suspected that the cause is an out of box failure. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.